Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise while the patient was putting on a shirt. Therapy was turned off and the patient got a life vest. Technical services (ts) discussed possible reprogramming options. This electrode remains implanted. No additional adverse patient effects were reported. Additional information received detailed that a defibrillation threshold (dft) test was performed and was successful.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate shock due to oversensed noise while the patient was putting on a shirt. Therapy was turned off and the patient got a life vest. Technical services (ts) discussed possible reprogramming options. This electrode remains implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.